Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found b31 scope communication error. Additionally, it was found that the charged coupled device flooded, camera cable flooded, and the camera head side came off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd camera head had imaging defect and intraoperative blackouts. The issue was found during preparation for use for a therapeutic trans cervical resection procedure that was completed with a similar device. The procedure was not delayed. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: h6 and h10 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the image issue was caused by a faulty cable. However, the specific cause of the faulty cable could not be determined at this time. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU). ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.